Event description:
It was reported that the insulin pump delivered insulin into the son's body without pressing any buttons, and the customer was found in a comma. It was stated that the father was able to revive him before calling the paramedics. Then the mother called back to troubleshoot the device. The programming, basal rates, and bolus history were accurate. The bolus history show did show the 20.1 units delivered twice in two different days. Ran the displacement and high pressure test and they passed. It was mentioned that when the customer primes there was only 0.0 units. It was stated that the customer does not change the entire infusion set and reservoir every two to three days. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.